Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 550 mg/dl. The customer was treated with intravenous drip. The customer¿s insulin pump quit working properly and customer ended up in the hospital 2 times. The customer was also hospitalized on (B)(6) 2020. The insulin pump will not be returned for analysis.